Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The fe reported that the image became white with a black outline making the image unusable. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.